Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a repair of their outflow graft. Pathology findings indicated that the outflow graft was obstructed by the fibrous material between the graft and the bend relief. No thrombus was observed inside the graft by direct visual inspection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction cannot be confirmed. The patient was admitted with concerns of aortic insufficiency and a suspected outflow graft obstruction was noted. The patient was fatigued but had no alarms and no power elevations. They underwent a right heart catheterization with speed optimization; however, no changes were noted. The system controller event and periodic log files from the time of the reported event were submitted which captured routine the device appeared to be operating as expected at the set speeds of 6800 and 7400 rpms. No unusual events or alarms were captured in the log files. Per the vad coordinator, the patient underwent a repair of their outflow graft on (B)(6) 2019. The outflow graft was reportedly obstructed by fibrous material between the graft and the bend relief. No thrombus was noted inside the graft by direct visual inspection. The patient remains ongoing on vad support. No product available for investigation. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The "de-airing the pump" section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section also outlines the steps required to attach the outflow graft clip. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2019 with concerns of aortic insufficiency (ai) and a large clot in graft was noted. The patient was fatigued with no lvad alarms and no elevated power spikes. The patient underwent right heart catheterization (rhc) with speed optimization with no notable changes. Log file spanning through (B)(6) 2019, captured no unusual events and the equipment is operating as intended. The pump parameters shown are not typically suspect of graft clot.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.